Manufacturer narrative:
The instrument tracker was returned to the manufacturer for analysis. Analysis found that both side tabs of the returned tracker were sticking making it difficult to insert and remove instruments. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The instrument has not been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the green instrument tracker was defective. This issue was noted outside of a procedure, and there was no patient involvement.